Manufacturer narrative:
Physio-control evaluated the device and has been unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use.

Event description:
The customer reported that during a patient event, as they attempted to enter AED mode on their device, the device locked up. The user powered the device off and back on to attempt to enter AED mode again. The second time the device locked up as well. After an unknown delay, the end user deployed a back-up device and continued patient care. There were no additional details regarding the patient event provided. It is unknown if the patient suffered any adverse effects as a result of the reported failure.

Manufacturer narrative:
(B)(4). The customer's biomedical engineer performed an initial evaluation on the device and has not been able to verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.